Event description:
On (B)(6) 2025, the patient underwent carpal tunnel revision surgery using the axoguard ha+ nerve protector. Three weeks post-surgery, on (B)(6) 2025, the patient consulted the surgeon, reporting symptoms of pain, redness, and swelling. The surgeon noted that these symptoms began approximately three weeks following the procedure. Unfortunately, there is a lack of information regarding the treatment provided, patient compliance, or the surgical technique used. On the same day, the surgeon proceeded to explant the device. Samples were sent for culture and pathology analysis, which returned negative culture results. However, the pathology report indicated the presence of a giant cell reaction as well as lymphocytic infiltrate. The outcome of these events is currently undetermined. In the initial report, the surgeon did not provide a causality assessment concerning the reported events. Axogen has classified the causality as possibly related, based on the pathology findings suggesting a potential foreign body reaction. Nonetheless, considering the lot analysis data that shows no other complaints or adverse events associated with this lot, it is conceivable that this adverse event might be an isolated incident, highlighting the need for further information to reach a definitive conclusion. An email inquiry was sent to the surgeon for additional information, but no response has been received to date. Consequently, no further follow-up is anticipated at this time.

Manufacturer narrative:
On august 11, 2025, axogen reported that (B)(4) devices from the lot were used, and (B)(4) were invoiced and sold. The complaint log showed no additional complaints. The device history record (DHR) confirmed that the devices met specifications.